Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings: a review of the pump¿s black box history showed that an unexplainable power reboot was recorded. Visual inspection revealed that there was no evidence of damage to the battery compartment or battery cap. The returned battery cap was able to be fully secured to the pump. A 24 hour duration test was successfully completed with no power interruptions occurring. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no evidence of internal moisture or damage to the power circuit was observed. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the cover damage. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.